Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported before use that the bd luer-lok¿ syringe with needle, "there is a cracked pieces and sealed packages with no syringes.¿ there was no report of exposure, injury or medical intervention.

Event description:
It was reported before use that the bd luer-lok¿ syringe with needle, "there is a cracked pieces and sealed packages with no syringes.¿ there was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. A needle broken at the hub is depicted in the photos, the hub appears to have been twisted at the point of breakage. No empty packages were depicted in the photos. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the twisted hub defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported before use that the bd luer-lok¿ syringe with needle, "there is a cracked pieces and sealed packages with no syringes.¿ there was no report of exposure, injury or medical intervention.